Event description:
Our affiliate is reporting to us that during an open latarjet procedure, a portion of a 3.2 mm glenoid drill bit broke off into the bone. The surgeon had some difficulty in retrieving the fragment, which added approximately 40 minutes onto the procedure; however, the surgeon did complete the repair successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated visually. It is noted that a portion of the distal tip of the drill bit is missing; also noted is the condition of the break area, the material is worn and appears to have been ground down, like it had run up against something hard, possibly metal. Outside of this consideration we cannot discern a root cause for the device's condition. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.